Manufacturer narrative:
There are 01 samples and no photographs from the customer along with the reported complaint of foreign matter (unknown liquid). The investigating team has used the retention samples of mat. No. 302986 and lot no. 0337475 for investigating the reported defect. The investigation and simulation were carried out on retention samples where the investigating team has visually checked the samples for foreign matter (unknown liquid) and no foreign matter (unknown liquid) was found in the retention samples. The most probable root cause may be -the silicone oil came from the spraymation stationin which lubricant ¿silicone oil¿ is added in barrel in some amount. The qty of the silicone oil is more in the sample because of drop of silicon oil getting accumulated on gun tip when machine is not functioning and then it gets transferred to barrel (more than standard qty). Received sample photograph: based on received sample oil droplets are present in the syringe.

Event description:
Product contains unknown liquid, which was discovered when drugs were to be drawn up to a patient, i.e. Before use. Sample available, quantity involved 1.

Manufacturer narrative:
No samples (including photographs) were returned for the reported issue of ¿foreign matter¿ with lot number 0337475 regarding material number 302986. The device history review of material number 302986 with lot number 0337475 was checked and there was no quality notification found on this lot from its production date to its dispatch on date. The investigating team has used the retention samples for investigating the reported defect. The investigation and simulation were carried out on retention samples where the investigating team has visually checked the samples for foreign matter and no foreign matter was found in the retention samples. The exact root cause can only be determined if we receive the original sample. The root cause cannot be determined. H3 other text : see h10.

Event description:
It was reported that foreign liquid was found in the bd emerald¿ syringe before drawing up medication. The following information was provided by the initial reporter: "product contains unknown liquid, which was discovered when drugs were to be drawn up to a patient, i.e. Before use.".

Manufacturer narrative:
The manufacturing location for this product is bawal, india. This site is not registered with the FDA. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.6. Investigation summary: no samples (including photographs) were returned for the reported issue of ¿foreign matter¿ with lot number 0337475 regarding material number 302986. The device history review of material number 302986 with lot number 0337475 was checked and there was no quality notification found on this lot from its production date to its dispatch on date. The investigating team has used the retention samples for investigating the reported defect. The investigation and simulation were carried out on retention samples where the investigating team has visually checked the samples for foreign matter and no foreign matter was found in the retention samples. The exact root cause can only be determined if we receive the original sample. The root cause cannot be determined. The complaint cannot be investigated further. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that foreign liquid was found in the bd emerald¿ syringe before drawing up medication. The following information was provided by the initial reporter: "product contains unknown liquid, which was discovered when drugs were to be drawn up to a patient, i.e. Before use."